Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a b30, scope communication error. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5, h6. Corrected fields: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause for the scope communication error (b30) could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during device receipt inspection. While speaking with the olympus technical assistance center (tac), the technician confirmed the digital light source cable (maj-1933) and the light source cable (maj-1941) were not securely connected. The customer was instructed on how to reset both these cables and the error went away.